Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative: added: d11 and h6 (patient code). H6 patient code: no code available (3191) used to capture the device revision or replacement.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported that patient was having thigh pain. Removed trilock stem and implanted corail revision. Doi: unknown, doi: (B)(6) 2020, affected side: right hip.